Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a question regarding the potential of a lead fracture. The right ventricular pacing impedance fluctuated and was also high. The device was changed out which corrected the issue and the lead remains in use. No patient complications have been reported as a result of this event.